Event description:
Patient stated that on 2nd day of using this product, he has gotten eye infection with eyes bleeding. He stopped using the product on his own. He stated that he has been wearing lens since 1982 and has never had a problem like this. He has a follow up visit today with his dr. He also stated that he has blurry vision- and pain. He believes that FDA ought to ban this product and other manufactures' products that have similar problems.